Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. Insulin pump had battery last less than seven days. Insulin pump rewind and prime time has slowed down. Insulin pump had crack in the middle of the screen and the insulin pump looses settings. Insulin pump squirts while priming denied. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.